Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute integrity des were implanted in the rca. A grade c dissection (intercalation of the blood vessel) was identified. This was treated by implantation of a third resolute integrity des in the rca. The investigator assessed the event as not related to index device or anti-platelet medication. The patient is recovered. Update received (B)(6) 2018: a second resolute integrity des was implanted in the rca and a third in the lad during the index procedure. The dissection was treated with implantation of a resolute integrity des in the rca.